Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the trochanteric fixation nail anti-rotation screw migrated laterally sometime post-operatively. This report is for an unknown trochanteric fixation nail anti-rotation screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.results of synthes x-ray review.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A review of the two x-ray images provided by the reporter was performed by the synthes medical director. The results did not allow for a conclusive statement, but it looks like the fracture has collapsed rather than the screw migrating laterally. The position of the tip of the screw is the same in both x-rays rays - but the neck fracture has collapsed somewhat.

Manufacturer narrative:
Additional narrative: initially reported as (B)(6) 2015; should be (B)(6) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. This report is for an unknown trochanteric fixation nail anti-rotation screw/unknown lot. Implant date: unknown. Explant date: device has not been reported as explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.